Event description:
It was reported that a pt who underwent a da vinci s hysterectomy procedure on (B) (6), 2010, passed away on (B) (6), 2010. The attending surgeon indicated that the surgical procedure went well and there were no sys malfunctions. Postoperatively, the pt's abdominal pain was minimal and her vital signs were stable, however, she had a severe migraine headache the morning of her discharge. The pt declined medication for her headache and was discharged on (B) (6), 2010. Later that evening, the pt complained of fatigue and became unconscious. The pt expired the following day. On (B) (6), 2010, the surgeon also indicated that the autopsy was not yet complete and isi will be forwarded a copy of the autopsy report when it becomes available.

Manufacturer narrative:
Based on the info provided by the attending surgeon, it was determined that the da vinci s surgical system worked as intended, no sys malfunction occurred and the sys did not cause or contribute to the pt's demise. The hosp has continued to use the sys to perform surgery on pts. As of (B) (6), 2010, no adverse events have been experienced with the site's da vinci s surgical sys and no similar instances of this event have been reported to isi. A follow-up MDR will be submitted when the pt autopsy report is rec'd from the site/surgeon.